Event description:
It was reported that the patient with this right ventricular (rv) lead reported that it was explanted due to sepsis. This lead is not expected to return for analysis. No additional adverse patient effects were reported.